Manufacturer narrative:
The device was serviced at the customer site. No anomalies were found and the device passed all applicable testing. Perfusion data was provided for review. There is nothing to suggest the machine was operating outside of desired range.

Event description:
The surgeon expressed concerns regarding the pump performance. It was reported that the following perfusion, the liver was discarded due to rising lactate.